Event description:
Philips received information where the customer reported they were moving the couch to setup for a qa test of the lap lasers. After moving the table up, using the 'up' button on the right gantry control panel, the table continued to move up approximately a few inches after the button was released. The e-stop then activated and stopped all motion.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).